Manufacturer narrative:
Checking the manufacturing charts of the components involved in the event, no pre-existing anomaly was found out. We will submit a final MDR as soon as the investigation is complete.

Event description:
Patient had a reverse prosthesis implanted. She recently started to dislocate and complained of pain. Radiographies were taken and it was determined that the original baseplate was too high on the glenoid and started noticing inferiorly. The surgeon determined that a revision was necessary. During the revision surgery (performed on (B)(6) 2025) it was determined that the baseplate was loose, and the best option was to remove the baseplate, screws, glenosphere and poly liner ad replace them with different components. Therefore, all the following components were removed: smr reverse liner standard (part code 1360.50.810, lot number 16at14k, sterilization (B)(4). Smr metal-back glenoid small r (part code 1375.21.005, lot number 1615727, sterilization (B)(4). Smr glenosphere ø36mm small-r (part code 1376.09.025, lot number 1614753, sterilization (B)(4). The patient was reduced, and the surgery was determined to be a success. Previous surgery took place on (B)(6) 2017. The patient is a female, date of birth (B)(6) 1962. The event happened in the united states.